Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads showed low impedance. Lead warnings and a polarity switch were noted. The patient complained of dizziness for a few days in december but there were no high rate episodes noted. It was further reported that the ventricular lead had frequent oversensing with short v-v intervals. The ventricular lead was capped and replaced, the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4568 implantable pacing lead (B)(6) 1999.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.